Event description:
Device 1 of 3. Reference MFR. Report: 3006705815-2019-01315. Reference MFR. Report: 3006705815-2019-01316.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report: 3006705815-2019-01315. Reference MFR. Report: 3006705815-2019-01316. It was reported the patient was unable to increase amplitude. The field representative met with the patient and discovered high impedances. As a result, the leads were explanted and replaced. Also, the physician decided to explant and replace the ipg.

Manufacturer narrative:
Information updated as device was returned.

Event description:
Reference MFR. Report: 3006705815-2019-01315. Reference MFR. Report: 3006705815-2019-01316.